Event description:
It was reported that a progav 2.0 shunt system (#fx596t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, 11 months. Weight: 20 (+aszites 5,1 l). Height: 120 cm. Gender: male.

Manufacturer narrative:
Visual inspection: the investigation revealed blood residue on the product sent in but no obvious harms. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. An accelerated outflow of progav 2.0 could be determined. The shuntassistant 2.0 operates within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can detect an accelerated outflow at the progav 2.0. The deposits visible in the valve may have led to the change in the flow rate. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. Based on our investigation results, we can detect visible deposits in the shuntassistant 2.0. These deposits did not affect the technical properties at the time of testing. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.